Event description:
A literature article by santos, ana paula alves, et al., ¿prevalence, incidence, risk factors and residual risk associated with viral infections among eligible brazilian blood donors¿, transfusion medicine 34.1: 46-53. John wiley and sons inc. (Feb 2024) documented false negative architect anti-hcv (2 samples) results out of a total of 16 samples from a retrospective study between 2012 ¿ 2018. When nat (nucleic acid test) was performed these samples generated positive results.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot number could not be performed as the lot number is unknown. The review of tracking and trending did not identify any related trends. A device history record was reviewed and did not identify any non-conformances or deviations associated with the list number and complaint issue. Labeling was reviewed and adequately addresses the issue. In the early phase of seroconversion nat testing (hcv rna detection) is positive, but serological antibody testing non-reactive. Based on the investigation, architect anti-hcv reagent kit, list 06c37, is performing as intended, no systemic issue or product deficiency was identified.

Event description:
A literature article by santos, ana paula alves, et al., ¿prevalence, incidence, risk factors and residual risk associated with viral infections among eligible brazilian blood donors¿, transfusion medicine 34.1: 46-53. John wiley and sons inc. (Feb 2024) documented false negative architect anti-hcv (2 samples) results out of a total of 16 samples from a retrospective study between 2012 ¿ 2018. When nat (nucleic acid test) was performed these samples generated positive results. There was no impact to patient management reported.

Manufacturer narrative:
Updated section b5 to include there was no impact to patient management reported. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
A literature article by santos, ana paula alves, et al., ¿prevalence, incidence, risk factors and residual risk associated with viral infections among eligible brazilian blood donors¿, transfusion medicine 34.1: 46-53. John wiley and sons inc. (Feb 2024) documented false negative architect anti-hcv (2 samples) results out of a total of 16 samples from a retrospective study between 2012 ¿ 2018. When nat (nucleic acid test) was performed these samples generated positive results. There was no impact to patient management reported.